Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic examination of the fiber identified the glass cap exhibited a distal circumferential fracture and the metal cap exhibited mild detritus adhesion on its surface. Functional testing of the fiber identified that there are no signs of breakage along length of fiber, and the forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The reported forward firing event was confirmed, however distal circumferential fracture was observed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate for a benign prostatic hyperplasia, the laser beam began to shoot from the front, losing its effectiveness, the physician put on stand by to clean the fiber, but it did not solve the event and due to this, the procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate for a benign prostatic hyperplasia, the laser beam began to shoot from the front, losing its effectiveness, the physician put on stand by to clean the fiber, but it did not solve the event and due to this, the procedure was completed using another fiber. There were no patient complications.